Event description:
It was reported that this pacemaker was part of a system revision due to systemic infection. Physician opted to use this explanted pacemaker as a temporary pacing. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This pacemaker was explanted.